Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer also reported that the insulin pump had blank display. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the display was returned. Customer was assisted to performing a self test and the test results was passed. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.